Event description:
It was reported that when using the bd pyxis¿ medbank, station displayed an error message on the screen as drawers went offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers offline. A technical support specialist had the customer locate the power buttons for both the drawers and the all in one (aio), then rebooted both devices. Once the system restarted, tss remoted into the cabinet and verified that the error message had cleared. All zones populated correctly and opened as expected. The customer then logged into the application and was able to issue medications to the patient without further issues. The system functioned as intended after the technical support specialist troubleshot the device.